Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was broken/fractured and kinked/bent. Dried blood was noted within the introducer sheath, which is an indication of insufficient flush during the clinical procedure, which could have contributed to the as reported event however this could not be determined from the information available. The investigation concluded that an assignable cause of operational context will be assigned to the observed main coil break and kinks.

Event description:
Device analysis revealed that the main coil was broken/fractured. There were no clinical consequences to the patient.